Manufacturer narrative:
Conclusion: since the valve has been implanted for 9 years, it¿s unlikely that the stenosis is due to any potential manufacturing issue. The common probable cause for stenosis is due to pannus overgrowth. From the information received the valve remained implanted. Without the return of the valve for analysis, a root cause of the issues cannot be determined.

Event description:
Medtronic received information that 9 years and nine months post implant of this bioprosthetic valve, the patient had a successful valve-in-valve procedure done due to aortic valve stenosis. No further adverse patient effects were reported.